Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28-20mmx3.5mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and mildly calcified proximal to mid left anterior descending artery. The lesion was treated with pre-dilation using a 3.0x15 nc emerge balloon catheter. A 28x3.50mm rebel stent was advanced but device was unable to cross the lesion. When the device was removed, it was noticed that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.